Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs implantable pulse generator (ipg) was explanted and replaced due to difficulties charging. The ipg was retained by the hospital and will not be returned for analysis. The patients weight may be a contributing factor to the difficulties with charging; however, the ipg was not positioned too deeply. Postoperatively, the patient was doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.